Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Was intervention performed during the index surgical procedure to address the perforation of bladder? If yes, please describe. When was the mesh exposure in the bladder first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Please provide the date of reoperation. What were the findings on reoperation? Was the exposed mesh excised? Was there any suture present in the bladder that could have caused the bladder stone? Was any medical intervention provided for the uti¿s and bladder stone? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information are there any pictures available for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that the patient had perforation of bladder with mesh. The patient presented six months after insertion of mesh with bladder stone and recurrent uti's. The mesh was removed endoscopically from bladder. Additional information has been requested.